Event description:
Lasik 1000mg/100ml with initial dose 80 mg/hr. Pump was verified by two rns prior to infusing. At 22:28 primary rn noticed bag only had 3 ml left in bag but on the IV pump volume left to be infused was 48.3 ml. Primary rn called charge rn to assess situation. Charge rn called pharmacy who requested return of medication for review. After review with staff and video cameras in IV room, it was supported that medication compounding was correct. Pump was pulled from service and logs pulled for review. After review it was determined that "piggyback" amount of volume was administered resulting in almost twice the amount of medication administered to the patient. After internal review and review with company unable to fully determine cause of issue. Unable to rule out erroneous administration by pump. Pump returned to company for review.